Manufacturer narrative:
A bci field service engineer replaced the crem syringe pump.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the system leak on the modular chemistry side. No injury was reported.